Event description:
Reported as "iab rupture". The report states, "pump alarmed helium loss, nurse noted blood in the driveline. Within 25 minutes resident removed iab in the ICU. When the resident was removing the iab he met resistance and continued to pull the iab. The iab was stuck in sheath both removed together forcefully. Held pressure on site for 45 min. Noted a cold lower extremity. Brought patient to or for vascular surgery who performed a thrombectomy. Thrombectomy successful but patient still remains in intensive care. The iab was placed on the july 18 and ruptured occurred july 19. A lot of calcification noted by CT surgeon in surgery notes. Iab functioned through the night with no alarms when it was placed on july 18". See associated MDR # 3010532612-2024-00707

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). After review, it has been determined that this complaint was created in error and is a duplicate. Please see MDR #3010532612-2024-00707. Therefore, the initial MDR submitted on 27 august 2024 should be retracted.

Event description:
Reported as "iab rupture". The report states, "pump alarmed helium loss, nurse noted blood in the driveline. Within 25 minutes resident removed iab in the ICU. When the resident was removing the iab he met resistance and continued to pull the iab. The iab was stuck in sheath both removed together forcefully. Held pressure on site for 45 min. Noted a cold lower extremity. Brought patient to or for vascular surgery who performed a thrombectomy. Thrombectomy successful but patient still remains in intensive care. The iab was placed on the july 18 and ruptured occurred july 19. A lot of calcification noted by CT surgeon in surgery notes. Iab functioned through the night with no alarms when it was placed on july 18". See associated MDR # 3010532612-2024-00707.